Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 17 mg/dl at the time of the incident. The customer was at 108 m/dl at the time of the call. The customer was given a pasty substance to treat. The customer experienced symptoms such as sweating. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump is being replaced. The customer also reported issues with unexpected restart errors and high and lows for the past month. The insulin pump will be returned for analysis.